Event description:
Boston scientific provided the following information: it was reported that patient had rv threshold of 4.5v@1.0 ms and impedance issues jumping from 500 range up to 1200 ohms. Patient brought to lab for rv extraction and reimplant. During extraction, ra lead pulled back so both leads were extracted and new leads implanted along with a ppm changeout. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.